Event description:
While onsite to performing preventive maintenance, the manufacturer's service technician reported the ventilator would not power on and operate via ac power. The unit was not in use on a patient, therefore there was no patient harm or involvement. The customer did not report a problem during the ventilators use and there was no patient harm reported. The service technician recommended to the customer to replace the power supply to correct the finding. The customer declined repair. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Initial evaluation of device completed onsite; customer declined repair. Power supply (recommended); customer declined repair. Customer declined repair.